Manufacturer narrative:
The reported behavior of the device (loss of power, blank screen) is consistent with an intermittent malfunction of the main control board. In this circumstance, power would be lost, but the device would not lose pressure. It is possible that the device lost power prior to full inflation and pressure was not verified by the user prior to beginning the bier block procedure, resulting in the reported lack of efficacy of the tourniquet.

Event description:
It was reported that during a bier block procedure at the user facility the device lost pressure. The nurse inflated the cuff, then the anesthesiologist injected the local. She then noticed that the arm was very pink, and noticed other clinical signs that the tourniquet was potentially not being effective. The device was checked, and the screen was blank. There was no power to the unit. The device was then turned on again, and it shut off again on its' own. The patient became incoherent, oxygen was administered, and the patient recovered. The procedure was completed successfully. No delay or adverse consequences were reported.